Event description:
Nurse checked infant's tcb (transcutaneous bilirubinometer) reading in the am and also sent a serum bilirubin to the lab. The tcb read 10.6 and the serum came back at 16.5. Too much of a difference in the value, so the unit was pulled from service along with the remaining 2 meters.